Manufacturer narrative:
Device investigation details: the product investigation was completed as no work order or any other evidence of analysis for this device was sent to johnson & johnson medtech for evaluation. The service was declined. No further analysis on the system was performed. A device history record review was performed for the finished device 110623-112 number, and no internal actions related to the complaint were found during the review. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left-side atrial flutter ablation procedure with a ngen pump and the device rebooted on its own. The j&j representative on site reported that the message "pump not connected" was being displayed on the ngen¿ monitor. They reseated the cables without resolution. The they manually rebooted the ngen¿ generator and the issue was resolved. The procedure continued. No patient consequences were reported.